Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2020. The patient presented on (B)(6) 2022 and polyethylene wear without evidence of osteolysis the patient was revised on (B)(6) 2022. The case report form indicates that this event is definitely related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2022.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. G4: corrected. H6: corrected health effect, component, and investigation clinical codes.